Event description:
It was reported that a malfunction occurred with the assigned code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller in doing so, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reappears, and the customer acknowledged and understood this guidance.